Event description:
It was reported that the 9800 system had poor image quality on the review station. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The monitor needs to be replaced. The service call was cancelled by the customer. A follow up report will be filled when additional details become available.